Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified iliac artery. After an epic stent was implanted, an 8.0mmx40mmx135cm (4f) sterling¿ catheter balloon was advanced for post dilation. However, during the first inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a mustang balloon catheter. No patient complications nor injuries were reported.